Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (as high as 500 mg/dl). The customer changed the pump supplies multiple times. A correction bolus was delivered to address the bg level. The cause of the high bg was not known. After the most recent high bg, a pump system check was performed and no device issues were identified. The customer was confident the pump was working; however, did not know the cause of the high bg. Tandem technical support (cts) advised the customer to discuss the event with a healthcare provider. The customer declined cts's offer to follow up.